Event description:
The pt had a mr procedure performed on him. He was large, weighing 260 lbs and 6.2 ft in height. Also, to help with the pt's claustrophobia, he was under general anesthesia but not completely sedated. During the mr scan, he woke up in panic asking to be removed from the mr. He notified a tech about pain on his wrist where at a later time it started to blister. He was sent to emergency room and the dr confirmed an electrical type burn. Pt was admitted to hosp for treatment and cleaning of wound.